Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has had 5 electrode channels turned off because of progressive high and short circuit channels. During a routine visit, the user said that she was not hearing as well as before but could not explain how exactly. The external parts were checked. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the concerned device is affected. Re-implantation took place.

Event description:
The user's hearing performance with the concerned device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.